Event description:
A report was received that the patient had developed an infection at the ipg site following a lead revision. Patient's symptoms was oozing from the ipg site. The patient was explanted and prescribed IV and oral antibiotics. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4) & (B)(4). Description: linear st lead, 50cm, model#: sc-4316, lot#:14228621. Description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.